Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited missing objective lens adhesive. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of non-olympus parts. Instructions for use: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.